Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their bowel movement had changed after implant. They experienced constipation. Patient had bladder infection one after another since (B)(6) 2016. They were taking antibiotics. They had nausea due to antibiotics from bladder infections. Patient stated all of a sudden, they had a lot more bladder leakage at night especially going to bathroom at least 3 times at night. Patient met with manufacturer representative (rep) regarding bladder leakage. Rep discovered the implantable neurostimulator(ins) was turned off. Rep turned ins back on and adjusted the settings. On (B)(6) 2017, patient increased stim to 3.7v and could feel stim. They felt painful stim in vaginal area that night. Patient decreased stim to 3.5v to make it more comfortable. Patient also had cramps in leg. On the day of this call, patient reported they felt uncomfortable stim again when sitting. Patient was advised to decrease stim to see if it was at all related to leg cramps or uncomfortable/painful stim. Patient would be meeting with healthcare provider on the day of this call. At about two weeks later, rep further provided that the patient saw their physician on (B)(6) and their weight was (B)(6) at that time. Rep stated they had no further details regarding this patient. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they had been taking antibiotics for six weeks to help with bladder infections and had an appointment with their healthcare professional (hcp) on (B)(6)2017. They confirmed their ins was on and at 1.7 volts (v). They increased it to 2.0 v and reported they could feel it.